Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2011-03755 and MFR. Report # 3005099803-2011-03756). It was reported to boston scientific corporation that two stonetome sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, the indication for the procedure was treatment of stones within the common bile duct. During the procedure, the first sphincterotome (the subject of MFR. Report # 3005099803-2011-03755) was inserted within the patient. However, when the nurse attempted to electrically activate the device, the sphincterotome failed to provide any cautery or feedback. Both the active cord and the erbe generator were exchanged without any help. The second sphincterotome (the subject of MFR. Report # 3005099803-2011-03756) was then positioned within patient. However, again, the sphincterotome failed to provide any cautery or feedback. No visible damage was noted to either device. The procedure was completed with a non-bsc (wilson cook) sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2011-03755 and MFR. Report # 3005099803-2011-03756). It was reported to boston scientific corporation that two stonetome sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the indication for the procedure was treatment of stones within the common bile duct. During the procedure, the first sphincterotome (the subject of MFR. Report # 3005099803-2011-03755) was inserted within the patient. However, when the nurse attempted to electrically activate the device, the sphincterotome failed to provide any cautery or feedback. Both the active cord and the erbe generator were exchanged without any help. The second sphincterotome (the subject of MFR. Report # 3005099803-2011-03756) was then positioned within patient. However, again, the sphincterotome failed to provide any cautery or feedback. No visible damage was noted to either device. The procedure was completed with a non-bsc (wilson cook) sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. Reported event of cutting wire failed to conduct electrical current. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was severely twisted and the exposed cut wire was intact. After untwisting the device, a functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The length of the exposed cutting wire was with in specification and the device tip bowed past the 90 degree minimum bowing specification. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. Although the complaint of no electric current could not be confirmed, the severely twisted working length would impact the bowing functionality, which allows cautery. During manufacturing, tome devices are 100% inspected so the twisted working length is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.